Manufacturer narrative:
The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on february 05, 2016 to enter additional information which had been received on january 18, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on an unknown side (exact date not reported). The patient was revised on unknown date due to unknown reasons.

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient received a durom acetabular component on an unknown date. The patient is currently being monitored due to unknown reason. No other information was received.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a correction action in july 2008 as notification z-2415/2626-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case was reopened on (B)(6) 2017 to enter additional information which was received on (B)(6) 2017 . A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in (B)(6) 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification z-2415/2426-2008. Therefore, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 52/46 code l on the right side on (B)(6) 2010. The patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
Additional information was received on (B)(6) 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was revised due to fluid collection.